Event description:
Analysis was completed on the returned generator. Analysis indicated the pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications.

Event description:
It was reported by a company representative that a vns patient experienced had 2 episodes of bradycardia while attempting to perform a system mode test. The event occurred while performing a battery replacement surgery and was controlled in the or while completing the replacement of the generator with success. Additional information was received by the surgeon indicating the patient has no history of cardiac events. The patient did not have an abnormal vagal nerve anatomy. The surgeon believed the event was related to vns stimulation. No interventions were done for the event. The new generator was programmed on and the arrhythmia did not recur. The explanted generator was returned to the manufacturer and currently undergoing analysis.